Event description:
It was reported that the ceramic head of the inner sheath was damaged. The issue was found during set up for an unspecified procedure. No harm reported.

Manufacturer narrative:
Full e1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, no device failure was observed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.